Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a scratched screen. Customer's complaint was verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service due to the nub being removed from the sensor by the customer. Use testing was performed. The problem source is customer issue.

Event description:
Information was received that the cadd legacy pump is not recognizing the disposable. No reported adverse effects.